Event description:
Revision surgery - due to the glenoid being aseptically loose; the surgeon removed and replaced the glenoid.

Manufacturer narrative:
Concomitant 520-00-000, lot 191g1085 changed to 520-00-000, lot 878c1381. The reason for this revision surgery was to remedy aseptic loosening of the glenoid after 3 months, 27 days in vivo. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 8 prior complaints reported against this part; this is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Several factors unrelated to the implant can play a role in the implant becoming loose; such as loose joint from degenerative tissue and improper implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.